Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm epic plus supra valve was chosen for a procedure. The valve noted fine during preparation. During suturing, the physician noted that one of the three stent-post sutures broke so only 2/3 were attached to the holder during suturing. The surgeon worked around it and valve got implanted. There was no delay in the procedure. The patient was reported discharged.

Manufacturer narrative:
An event of fracture (one of the three stent-post sutures broke) was reported and unable to confirm the reported fracture. During the returned device analysis, it was observed that the valve holder was received, which had intact sutures and no anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and returned device analysis, a cause for the report fracture on the stent-post sutures cannot be determined. It is possible that it was related to user techniques (tension on the valve handle and holder) during preparation; however, this could not be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.